Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure the guide wire became stuck in the lead. The lv lead was removed and the guide wire was abandoned in the lead. No patient complications have been reported as a result of this event.